Event description:
Patient reported problem with patient programmer - unable to adjust stimulation. Patient discussed the problem with a company representative, and went to see his doctor. The patient had surgery in (B) (6). No further information is available.

Manufacturer narrative:
(B) (4).